Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the guide wire coating peeled. The 75% stenosed lesion was located in the moderately tortuous distal left circumflex (lcx) artery. The pt2 light support 185cm straight guide wire coating was partially peeled when inserted into the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the guide wire coating peeled. The 75% stenosed lesion was located in the moderately tortuous distal left circumflex (lcx) artery. The pt2 light support 185cm straight guide wire coating was partially peeled when inserted into the patient. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary attached: updated device evaluation by manufacturer: the returned device had a kink 0.5cm from the proximal tip. Inspection of the ptfe coating revealed scrape marks at 54cm from the distal tip. An adhesion test was performed to the ptfe coating and, proper adhesion was noticed. The outer diameter of the device was measured and determined to be within specification. The manufacturing batch record review confirmed the device met all material, assembly, and product specifications. The most probable root cause is determined to be caused by another device, as the scraped coating could have come into contact with an object that lifted some of the coating. (B)(4).